Event description:
The patient reportedly experienced painful "shocks" and an overly loud sensation followed by no sound while using their sound processor. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.